Manufacturer narrative:
Updated to serious injury if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the cause of the shocking from the device was not determined. The hcp stated the actions taken to resolve the issue was the patient had surgical removal of the device on (B)(6). There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in the emergency room because their device was shocking them. The amplitude was changed to 0v using the patient programmer and the ins was turned off. The patient still reported feeling shocking and was redirected to the health care professional. The event was described as sudden and there were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Explanted date updated. If information is provided in the future, a supplemental report will be issued.